Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recurring issue with air bubbles in the reservoir. Blood glucose level at the time of the incident was 297 mg/dl. Customer stated that she performed four set changes to correct the issue. The customer was advised that the reservoirs would be replaced but did not return any product for analysis.